Manufacturer narrative:
The device evaluation is ongoing. Prior to device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope initially tested positive for 150 colony forming units (cfus) of proteus vulgaris. The scope was tested again and was positive for 14 cfus of proteus vulgaris, staphylococcus hominis, and micrococcus luteus. A final test was performed with the scope testing positive for 120 colony forming units (cfus) of proteus vulgaris in the suction channel, 3 cfus of proteus vulgaris, staohylococcus warneri, and moraxella osloensis in the air/water channel, and 120 cfu of proteus vulgaris in the biopsy channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrections to d9 and e1, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The information in d9 and e1 was inadvertently omitted from the initial medwatch report. Three attempts were performed to obtain additional information regarding the customers cleaning disinfection and sanitization (cds) practices, but no response was received from the customer. Olympus sent the subject device to a third party for culture testing where: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: acinetobacter species. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the positive culture. Furthermore, during the device inspection it was found that there was a foreign brown organic material remaining in the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the events (foreign material in biopsy channel and positive microbiological tests) could not be determined. Additionally, the foreign material in the biopsy channel was unable to be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.